Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 475 mg/dl. The customer treated with an injection. The customer had symptoms such as nausea, tiredness and thirstiness. The cause of the emergency room visit was high readings and liver enzymes. The customer was treated for 2 days and discharged. The customer was advised to monitor blood glucose. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.